Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was patient said they went to take the controller off the ac power charger and the controller said something about software and then the screen went away. Patient said they took the battery pack out of the controller like instructed by the medtronic representative and put the battery back in and the screen did not come back on. Patient plugged the controller into the ac power supply but the controller did not power on. Troubleshooting was unable to be performed as patient did not have the controller with them. Patient will call back with the controller to troubleshoot. Pt called back stating their controller was not working and mentioned already documented events. During call pt verified no damage to the controller charging port. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turn. The ac had a green light and there was no damage to the ac cord. Pt did not have aa batteries to troubleshoot with. Agent closed case.